Manufacturer narrative:
The tech investigated and found the left foot caster base bent toward the center of the bed. Repairs have not been completed.

Event description:
Alleged, the left foot caster collapsed and bent the base frame while transporting a pt. No injuries were reported.